Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A samples returned - customer returned (1) 0.3ml bd insulin syringe from lot# 0114506. The consumer reported found 1 syringe needle hub removed with needle shield. The returned syringe was examined and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Manufacturing ((B)(4)) will be notified of the observed issue. The investigation concluded: confirmed - bd was able to duplicate or confirm the customer¿s indicated failure. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm hub separated from the device. The following information was provided by the initial reporter : the consumer reported 1 syringe needle hub removed with the needle shield. Date of event : (B)(6) 2021. Sample status : awaiting sample.